Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device's rear case was replaced to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device's battery pins were pushed in. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.